Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device was loaded and the surgeon pushed pusher bar but it was fired partially. They needed to used another reload to continue.